Event description:
As reported by the equinoxe shoulder study, this 68 y/o male patient experienced an intra-operative anterior glenoid rim fracture from reamer and was converted to reverse total shoulder arthroplasty. The case report form indicates this event is definitely not related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported by the (B)(6), this 68 y/o obese male patient experienced an intra-operative anterior glenoid rim fracture from reamer and was converted to reverse total shoulder arthroplasty. Fracture through the glenoid cyst. The surgery was facilitated with gps navigation. The case report form indicates this event is definitely not related to devices and definitely related to procedure. This event report was received through clinical data collection activities. No additional information.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the glenoid rim fracture cannot be conclusively determined; however, it is most likely related to the surgical procedure. Section h11: the following sections have corrected information: (b5) describe event or problem: as reported by the equinoxe shoulder study, this 68 y/o obese male patient experienced an intra-operative anterior glenoid rim fracture from reamer and was converted to reverse total shoulder arthroplasty. Fracture through the glenoid cyst. The surgery was facilitated with gps navigation. The case report form indicates this event is definitely not related to devices and definitely related to procedure. This event report was received through clinical data collection activities. No additional information.